Event description:
Low impedance pacing on the atrial lead. The lead screw could not be inserted before the set screw on the cathode side. After repeated insertions the connection was made however the lead impedance values were low. The right atrial lead remains implanted out of service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).